Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, while stapling the greater curvature of the stomach, the surgeon could not press the green button but was able to squeeze, and the stapler did not fire. Another reload was used to complete the case. There was no patient injury.